Event description:
The complainant stated the head section of the bed raised unintentionally with a patient on the bed. The patient was not injured.

Manufacturer narrative:
Repairs have not been completed. A follow up report will be sent once the customer discloses their investigation.